Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). Retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Na.

Event description:
The customer received questionable results from a coaguchek xs meter with an unknown serial number. For patient a, the result from the meter was 4.0 inr and the result from a laboratory using ca innovin reagent was 2.96 inr. For patient b, the result from the meter was 3.5 inr and the result from a laboratory using ca innovin reagent was 2.62 inr. There was no allegation of an adverse event.